Manufacturer narrative:
Corrected date of implant.

Manufacturer narrative:
Lot serial number readable UDI (B)(4).

Event description:
On (B)(6) 2010, the patient underwent a procedure using gore tag thoracic endoprosthesis to treat a thoracic aneurysm. It was reported on discharge date of (B)(6) 2010, the aneurysm measured 44mm. Follow up dates and aneurysm measurements: (B)(6) 2011, 44mm, (B)(6) 2011 44mm, (B)(6) 2012, 47mm. On the most current follow up, (B)(6) 2014, the aneurysm measured 50mm. The aneurysm had enlarged by 6mm. It is unknown why the aneurysm sac has enlarged by 6mm and there has been no reported reintervention.

Manufacturer narrative:
(B)(4).